Event description:
It was reported that during a follow up in clinic, inaccurate measurements and inaccurate markers anomaly were noted on the device. Abbott technical support was contacted and the inaccurate measurements and marker anomaly were suspected to be due to disturbed telemetry. The device was interrogated and accurate measurements and accurate markers were noted. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inaccurate measurements and marker anomaly event was sensed by the device.